Manufacturer narrative:
Batch review performed on 09-dec-2025. Liner: mpact 01.32.3648hc10a face chang 10&deg; pe hc liner d 36/f (k183582) lot 2401183: (B)(4) items manufactured and released on 05-feb-2024 expiration date: 2029-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Patient underwent tha with competitor products. On (B)(6) 2025 the patient underwent revision due to pain. The surgeon revised the competitor shell to medacta mpact 3d mh shell and the competitor liner to a medacta face changing liner. The competitor head was revised to a competitor head. Immediate postop xrays showed dislocation of the head from the liner. The patient was revised again on the same day. The surgeon upsized the medacta liner and revised the competitor head with a competitor head. The surgery was completed successfully.